Event description:
It was reported that the customer received a button error alarm on the insulin pump and the keys were not responding. The insulin pump may have been exposed to perspiration. The customer's blood glucose was 98 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.